Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height drawer failed at the station. A field service engineer replaced the drawer board and the drawer controller board to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed, preventing users from accessing the required medication. The customer reported that there was no delay or harm to the patients since the user was using another pyxis system to find medication for patients. There were no adverse events or injuries reported based on this event.